Manufacturer narrative:
The reported early depletion was confirmed in the laboratory and was due to noise from a lead anomaly. The noise resulted in continuous high voltage charging that depleted the battery. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that when a dependent patient presented in the emergency room, premature battery depletion was observed. The device was explanted and replaced.

Event description:
New information received indicates that the patient was stable post-procedure.